Event description:
While using a byte night aligner, patient reported that their aligner does not fit their back molar well and is cutting into their cheek at night. They have tried filing down the area of the aligner, but it still cut into their cheek. Patient says that they did find relief in using dent temp wax to cover the rough spots that were cutting their cheek. Patient advised of fit tips and for them to provide an update of this issue. Patient was also advised to move into next step and to provide an update if they experienced the same issue with the aligners cutting.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.